Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had no power and there was moisture visible behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 10/07/2015-device evaluation: the pump has been returned and evaluated by product analysis on 09/21/2015 with the following findings: during a visual inspection of the pump, there was moisture observed behind the display lens. The pump case was observed to be cracked at the case seal at the top right corner near display lens. The returned battery cap secured properly to the pump. During testing, the pump was not able to be powered on. A leak test confirmed a leak in the pump case. The pump case was opened and moisture corrosion was found throughout the pump. Further testing was not able to be performed due to no power to the pump.